Event description:
It has been reported to philips that the allura system would not start. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use. The philips field service engineer (fse) inspected system onsite and confirmed that the system was not starting. Review of the system log files showed malfunctioning of flexvision pc. Upon inspection fse found the flexvision pc does not start, flexvision pc boot led does not light up and front site hd led communication led does not flash. Fse replaced the flexvision pc. After replacement, there was an image not possible system error. Fse found fd controller f11 fuse was broken. Fse replaced the flat detector controller fuse. After replacement of flexvision pc and fuse 11 system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.